Event description:
It was reported 2 weeks after pacemaker implantation that an interrogation of the device revealed battery longevity of 4 years. The patient subsequently complained about the longevity estimate. The device remains implanted and active with no further patient complaints reported.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. It was noted in the correspondence of this complaint that the device may take 8-12 weeks to calibrate to the patient's percentage paced time, as well as underlying rhythm, for the battery estimator to accurately provide battery life expectancy.